Event description:
A complaint was reported regarding the pt experiencing a burning sensation and blisters at the implant site while system was on or off. The decision has been made to explant the patient's system.